Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex fibertak ar-3638 was used for a slap repair surgery. The thread was very difficult to pull in. When threading the loop the anchor was torn. The anchor remained in the bone but the sutures were removed above the bone. An additional anchor of the same part number had to be inserted to successfully complete the surgery.